Manufacturer narrative:
B5: correct "there was no patient involvement." To "there was no patient injury or medical intervention associated with this event." H4: lot manufactured between may 23, 2018 to may 25, 2018. H10: the actual devices and photographs were evaluated. A visual inspection of the photographs was performed using the naked eye which identified cloudy/white particles inside the reservoir of the devices. The content of the devices were analyzed and found to be desferrioxamine (compounded drug). The drug has been known to form white cloudy precipitate. The precipitate is not particulate matter created from the device. The reported condition was verified; however, the devices were found to be conforming product. The cause of the condition is related to the drug compounding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported white particles were observed in an unknown location in two (2) half day infusors . This issues was identified during setup and preparation. The device was filled with 2300mg desferrioxamine in 45ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.